Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16125. It was reported the pt experienced uncomfortable pocket heating while charging. A new le charging system was sent to the pt. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.